Event description:
The following was reported to hamilton medical ag: biomed, bob, reported the c1 shut down while ventilating a patient. Patient was bagged and moved to a different vent. He reports that the patient is doing well and experienced no harm. According to the log files the tech faults were reported right after the "loss of external power" alarm. Eight seconds before that, the log has an entry reporting the battery to have a state of charge of 0% no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: biomed, bob, reported the c1 shut down while ventilating a patient. Patient was bagged and moved to a different vent. He reports that the patient is doing well and experienced no harm. According to the log files the tech faults were reported right after the "loss of external power" alarm. Eight seconds before that, the log has an entry reporting the battery to have a state of charge of 0% no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4 follow-up 2 - additional information: the entry fields b4, g1, g6, h2, h6 and h11 have been updated. The unit shut down during ventilation and the patient was bagged and moved to another device. Nevertheless, the event did not cause or contribute to a death or serious injury the root cause of the event was the batteries totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. Therefore, the issue is considered as a reportable event.

Event description:
The following was reported to hamilton medical ag: biomed, bob, reported the c1 shut down while ventilating a patient. Patient was bagged and moved to a different vent. He reports that the patient is doing well and experienced no harm. According to the log files the tech faults were reported right after the "loss of external power" alarm. Eight seconds before that, the log has an entry reporting the battery to have a state of charge of 0% no patient harm or consequences.